Event description:
It was reported that this stent became occluded/fractured days after implant. An 5mm x 150mm x 75cm innova vascular self-expanding stent was chosen as the treatment option for an extremely calcified femoropopliteal artery. The stent became occluded 24 hours post-implant, and within 72 hours imaging indicated the stent was fractured. In response to the event, an additional surgical procedure was performed to add a non-boston scientific stent. No patient complications were reported.